Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to faulty construction and design. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the gear was blocked, seized, and rough running on the attachment device. It was further noted that the attachment was filled with debris. It was noted in the service order that when in use with a device, the reamer did not run. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.